Manufacturer narrative:
It is concluded that the customer complaint that the device stopped working during use/turned off while it was running and would not turn on anymore was caused by a defective power supply pwa. The device was received with a panasonic battery installed and was not found to be the probable cause of the device turning off and not turning on again.

Event description:
It was reported that, on an unknown date, a plum 360 infusion pump stopped working during use and won't turn on anymore. It turned off while it was running. There was no patient harm reported.